Event description:
The customer contacted beckman coulter inc (bec) to report a leak from the secondary probe of their lh500 analyzer. Per customer the leak appeared to be diluent. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and labcoat when the incident occurred. No report of exposure (splash or sprayed) to mucous membranes or open wound was reported. No death, injury, and/or change to patient result or treatment was attributed or associated with this event. The operator did not seek medical attention. Service was not dispatched for this event, the customer called back and cancelled the service request as the issue was resolved through troubleshooting; however, the customer did not provide details on what was done to resolve the issue. Therefore, the root cause of the leak is unknown.

Manufacturer narrative:
(B)(4). Service cancelled.